Event description:
The customer reported that the battery lasts only for a short time. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the battery lasts only for a short time. There was no report of pt involvement. The battery was replaced by a third party engineer which resolved the failure. We will consider this a failure of the battery. The device passed all performance testing and remains at the customer site.